Event description:
Potential fractured needle. Physician was suturing a wound closed with the 4.0 vicryl. Upon completion physician noticed the needle had a sliver missing from the needle entry point. The sliver was not visualized on post procedure chest x-ray. The needle will be returned to company for evaluation.